Manufacturer narrative:
The triever24 was returned to the manufacturer and subjected to engineering evaluation. Visual examination revealed the valve septum was displaced within the hemostasis valve. Functional testing (buttons actuated) was not successful in opening or closing the hemostasis valve and the valve was unable to hold pressure or vacuum. The valve was subsequently disassembled and multiple tears were present in the silicone tube septum of the hemostasis valve. The device evaluation report concluded that there was no device malfunction; the investigation identified the source of the leak as gross internal physical damage to the device. Specifically, the report concluded that the root cause of the device damage was solely attributed to user error, where the user failed to actuate (press) the buttons; as a result, the dilator was pushed through the valve and this led to the blood leakage. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The case was reviewed by inari's chief medical officer, who was in agreement that the device damage was caused solely by user error. The device labeling includes the following precaution/instructions: precaution: failing to press hemostasis valve buttons while inserting or withdrawing a device through the guide catheter may damage the valve. Loosen the dilator's y-connector hemostasis valve and press the triever catheter's hemostasis valve buttons to remove the dilator while maintaining guide catheter and guidewire position. Remove the flowtriever catheter from the triever catheter while maintaining the position of the triever catheter and guidewire. Depress the buttons on the triever catheter hemostasis valve as the flowtriever disks pass through the valve septum. Major bleeding and hypotension are listed in the device labeling as a potential complication / adverse event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Manufacturer reference #: (B)(4).

Event description:
A (B)(6) female patient with a history of breast cancer and deep vein thrombosis (dvt) presented to the hospital on (B)(6) 2020 where the inari triever24 (t24) was used to attempt to treat the thrombus. After access was gained via the right common femoral vein, a boston scientific amplatz super stiff guidewire was advanced to the clot in the right pulmonary artery. The t24 was then advanced over the guidewire and through the heart to the clot. Three device passes yielded no clots, but a total of 180 cc of blood was aspirated. The patient became hypotensive and was not tolerating the catheter through the heart well. An inari xl flowtriever catheter was then inserted through the t24 hemostasis valve in an attempt to remove the chronic clot. At this time, blood was observed rapidly leaking from the hemostasis valve buttons. This additional estimated blood loss was approximately 300 cc which required a blood transfusion (one unit administered). The flowtriever was removed from the patient, and the physician elected to terminate the procedure and refer the patient for surgical embolectomy to address the very chronic clot. The blood spillage did not result in any adverse impact to the medical personnel.